Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 6 of 6. The message would not clear. The treatment was stopped, and fluid was discovered leaking out as the cassette was being removed from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient was advised to not use the cycler for one night and then resume. The patient did have supplies for manual treatments. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out and then resumed using for treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 6 of 6. The message would not clear. The treatment was stopped, and fluid was discovered leaking out as the cassette was being removed from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient was advised to not use the cycler for one night and then resume. The patient did have supplies for manual treatments. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out and then resumed using for treatments with no further issues. The cycler set is not available to return.